Event description:
A pump malfunction was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and advised to contact support again if the malfunction happens again.